Event description:
It was reported that this right atrial (ra) lead exhibited a sudden increase in pace impedance from approximately 600 ohms to greater than 3,000 ohms. There were also signal artifacts present on the ra channel and lead impairment was suspected. Technical services recommended consideration of lead replacement. The ra lead remains in service at this time and no adverse patient effects were reported.